Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This issue is being investigated through CAPA.

Event description:
The customer reported to corporate product surveillance regarding the vial-mate reconstitution device in which the needle cored the stopper of the medication vial, resulting in particulate matter being introduced to the medication vial. No patient involvement, injury or adverse event is reported. No additional information is available.